Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported one of patient's leads was explanted at an unknown time due to an unknown reason.

Manufacturer narrative:
Correction: g3 - the date received by manufacturer should have been jul 10, 2025 rather than jun 26, 2025. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2296 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.